Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) developed an infection and has been hospitalized for the past six weeks. It was noted that the patient has a history of developing infections. No additional adverse patient effects were reported. Available information indicates this device remains implanted. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead and ICD were explanted and the patient underwent treatment for the infection. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was later implanted. No additional adverse patient effects were reported. This product was discarded.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) developed an infection and has been hospitalized for the past six weeks. It was noted that the patient has a history of developing infections. No additional adverse patient effects were reported. Available information indicates this device remains implanted. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.